Manufacturer narrative:
H3: product analysis # pe 706352882, part # 6550017, lot # kh20m280 visual and optical inspection confirmed the end of the tab extender that interfaces with the break off screw has been bent. This type of damage is consistent with bend stress overload medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a tab extender used on the patient having posterior lumbar interbody fusion (plif) therapy for lumbar canal stenosis (lcs). It was reported that instrument was bent when the wings were folded and the tab breaker didn't go all the way in. Product came in contact with the patient and product has been used previously. There were no patient symptoms reported. There were no further complications reported regarding the event.